Manufacturer narrative:
(B)(4). D10: unknown biolox delta 32mm -4mm head unk. G2: foreign: australia . Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right hip replacement on an unknown date. Subsequently, the patient was revised due to recurrent dislocations. Previous dislocations were reduced without opening the patient.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under (B)(4).

Event description:
There is no update to the prior event description provided.